Event description:
Pt reported that on (B)(6) 2010 symptoms of a rash on pt legs and arms after starting stage 2 of the aligner treatments. The pt again reported the same symptoms after starting stage 3 of the aligner treatments 2 weeks later. The pt went to the ER and was prescribed benadryl (25mg) orally 3 times a day for the itching, methylprednisolone (4mg) and prednisone (20mg) one a day for 5 days. Pt discontinued treatments on (B)(6) 2010.